Manufacturer narrative:
(B)(4). Insulin pump was received with a no button response due to unlocked lcd keypad connector. Unable to verify lost sensor alarm or unexpected sensor errors or anomalies and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level were 259 mg/dl, 252 mg/dl and 229 mg/dl. Customer was treated with bolus on his insulin pump. Customer reported that the drive support cap appeared to be normal. Customer also reported sensor issues. The device will not be returned for analysis.